Event description:
It was reported that during routine maintenance, it was observed that the motor device was working intermittently and heating up. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device passed all specifications. The device was disassembled and it was discovered that there was heavy corrosion on the top end, the motor and the flex circuit. It was determined that is indicative of not following the of emersion / sterilization procedures properly. It was further determined that this could cause intermittent operation and heat. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to misuse, abuse, and/or user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.